Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no option to recover the failed tower door 3. A field service engineer (fse) used key to manually fail the tower doors, tested and was able to recover the tower doors successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 3 had failed and icon reappeared on the screen with no info. The user rebooted the device but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.